Event description:
It was reported that customer's insulin pump received an off no power alarm. Customer's blood glucose level at the time 312mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Pump was received with blank display due to bent battery tube spring. Unable to verify off no power alarm or prime/fill anomaly due to blank display. Unit had minor scratched lcd window and cracked reservoir tubelip.